Manufacturer narrative:
(B)(4) 2015 - should additional information become available, a supplemental record will be filed.

Event description:
(B)(6) advised the welds on the crossbraces on this model rails 6629 are breaking.